Event description:
The customer contact reported a death while the device was in use. The pump was being used to deliver an unspecified medication. No specific pump programming parameters were provided. After an unspecified length of time in use, it was reported the pt expired. The device was removed from clinical service. The customer contact reported that at this time, "nothing is pointing towards a pump malfunction." Hospira is continuing to investigate.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.